Event description:
It was reported that an intraocular lens (iol) was defective. The iol was partially delivered into the patient's left eye and then removed. The incision was enlarged. A vitrectomy and suture were not required. The iol was removed and successfully replaced with another johnson & johnson lens, model za9003 15.5 diopter during the same procedure. No other intervention were required. The patient was fine when discharged. There were no issues. The iol is not available for return. No further information was provided.

Manufacturer narrative:
Section e1 telephone number : (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: (B)(6)incision enlarged. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.